Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 18.5 mmol/l and 3.7 mmol/l. The patient reported she was in and out of consciousness. She was taken to the hospital via ambulance and admitted for elevated blood glucose levels; treated with a saline drip.